Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor failed per specifications. Then made a visual inspection and found the sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 154 mg/dl and sensor glucose was suspended before low limit setting, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.